Event description:
It was reported at PICC placement introducer broke and unable to tear during PICC insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing related. One 4 fr microintroducer sheath was returned for evaluation. An initial visual observation revealed the t-handle was broken off in two pieces before the skive. One piece contained the sheath and part of the t-handle, and the other contained the remaining part of the t-handle. A microscopic observation revealed the fracture surface of the t-handle exhibited a slight irregular and smooth surface which are characteristics of a shear break. Plastic deformation was observed, but no fracture was present on the skive. These findings suggest that the improper peel of the sheath was possibly caused by an excessively thick skive. This complaint will be recorded for future trending and monitoring purposes.